Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during priming a hairline crack was discovered on the centrimag pump outlet. No patient harm was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: impressions in the pump housing indicative of a fit issue between the pump and motor. Evaluation of the returned centrimag pump confirmed imperfections in the pump outlet that were determined to be manufacturing related; however, the imperfections were superficial and did not contribute to a functional issue. The centrimag pump, lot l08152-la2, was returned with short pieces of tubing connected to the inlet and outlet ports, secured with tie bands. The tie bands and tubing were removed through cutting with a razor blade. Thin lines of imperfection were noted on the outlet port along with thicker, short lines of imperfection. The thin lines of imperfection appeared consistent with superficial scratches that may have been a result of removing the tubing upon device return; however, it was unable to be conclusively determined how long the thin lines were present. A specific cause for the thicker lines of imperfection in the outlet port could not be conclusively determined. The inlet port appeared unremarkable. The rotor blades, base, and well showed no evidence of abrasion or other damage. There was no evidence of separation or slippage between the rotor magnet and body. Evaluation of the returned pump by the abbott manufacturing team confirmed that there was no leak detected; however, imperfections of the pump outlet were confirmed which included superficial scratches and bulging material. The imperfections were considered to be manufacturing related, and a supplier corrective action request was initiated. Review of the device history record (DHR) for the centrimag blood pump, lot # l08152-la2, revealed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) is currently available and provides the following warnings and cautions: IFU warning #5: integrity of the components in the perfusion system must be carefully and constantly monitored before and during use. IFU caution #5: the centrimag vad is sterile and non-pyrogenic in an unopened and undamaged unit package. Inspect device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. IFU caution #9: ensure the centrimag vad is properly locked into the motor per the directions for use supplied with the motor. IFU caution #14: always have a spare centrimag vad, centrimag back-up console and spare equipment readily available for change. The section titled ¿blood pump setup and operation¿ instructs to inspect the complete system; do not use a malfunctioning or damaged system. This section also provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the centrimag vad on the centrimag motor, remove the blood pump from the inner tray and insert the blood pump into the motor receptacle. Place the bottom of the blood pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the blood pump with the fittings on the motor receptacle. Rotate counterclockwise until the blood pump locks securely into place. Thread the retaining screw clockwise to secure in place. The centrimag vad must be fully seated into the receptacle to function properly. The section titled ¿emergency backup equipment¿ states that a back-up sterile centrimag vad must be available. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.